Event description:
Boston scientific (bsc) cardiac rhythm management received info that this lead had changes in the thresholds and sensing shortly after implant. A fluoroscopy view showed the lead had pulled back.